Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit was producing a noisy image. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered during the device evaluation, the olympus ultrasound colonovideoscope was presenting a noisy image. There was no patient involvement during this event.